Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled dual chamber pacemaker implant procedure. The atrial lead was implanted after finding a good position. The lead was later discovered to have become dislodged after fixation. The physician attempted to reposition the lead, but the lead helix was unable to extend. After retracting the lead helix outside the body, the helix had difficulty extending. The lead was explanted and replaced successfully. The patient was stable throughout the procedure, without adverse consequences.